Event description:
It was reported that t:slim x2 pump battery would not charge and pump screen remained dark, leading to pump shutdown and inability to turn pump back on. There was no reported impact to the customer¿s blood glucose level. Customer used tandem charging cable and wall adapter as instructed, left pump connected to a working outlet for at least 30 minutes, and pump then began charging using original charging supplies.